Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4). ¿b5: describe event or problem ¿ additional information ¿d9: device returned to MFR - additional information ¿d9: date device returned - additional information ¿h2 type of follow up: additional information ¿h3: device evaluated by mfg- additional information.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction. G6 type of report - additional information. H2 type of follow up - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.